Manufacturer narrative:
Device is to be return for evaluation. UDI (B)(4).

Event description:
As reported by a field clinical specialist, slight difficulty advancing through the 16f esheath, push catheter looked kinked on the distal end just before deployment. Upon attempted deployment of a 29mm sapien 3 valve, the deployment balloon did not inflate. The delivery system, valve and sheath were removed and a new system was used to complete the case without issue. The valve was deployed with good results. There were no patient related clinical implications.

Manufacturer narrative:
The delivery system was returned inserted through sheath and loader cap without loader tube, with the valve on inflation balloon and in the default locked position. The delivery system was visually inspected and the following were observed; I/c bond separation was confirmed and compression on distal end of flex shaft proximal to flex tip. No relevant functional testing was performed due to the condition of the returned device (balloon torn). Crimp balloon double wall thickness measurements were taken to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed separation. The crimp balloon double wall thickness measurements met the specification. The delivery system flex tip represents the largest delivery system component that is passed through the esheath. To investigate if the flex tip potentially contributed to the reported resistance during delivery system insertion through the sheath, the flex tip outer diameter (od) was inspected. The flex tip measurements met the specification. Per imagery review as provided in 3mensio report, calcification and tortuosity were present in the patient¿s access vessels. The device history review did not reveal any issues that could have contributed to the complaint event. A lot history review did not reveal other similar complaints related to the reported event. A review of the complaint history reveals that the occurrence rates did not exceed the january 2017 control limits for the trend category of ¿damaged¿, ¿kinked, bent¿, ¿resistance between devices¿ for the commander delivery system. No instructions for use or training deficiencies were identified. During the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter and wall thickness. The balloon component is also 100% visually inspected for defects including witness lines and contamination, crow¿s feet, scratches gel-spots and fish eyes. The delivery system undergoes 100% inspection during the pleat and fold process. The entire device is also 100% visually inspected for visual defects. The delivery system undergoes leak testing. Following the leak test, the balloon cover and inflation balloon are inspected for any damage. A balloon burst pressure test is also performed on sample devices during the product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. The complaints of ¿balloon ¿ torn, delivery system ¿ kinked, bent, and delivery system ¿ insertion difficulty through sheath¿ were confirmed through visual inspection. However, no manufacturing nonconformance was identified in the returned sample during engineering evaluation. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented. One of the identified root causes is as follows: if the physician performed the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. As noted, if the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Kinks were most likely attributed to procedural factors as there was insertion difficulty experienced through sheath. The complaint description mentioned that, ¿slight difficulty advancing through the 16f esheath, push catheter looked kinked on the distal end just before deployment¿ indicating extra force was being applied to overcome the resistance. This additional force most likely resulting in the kinks observed. As stated in the training material push force required during delivery system insertion through sheath can vary due to various patient/procedural factors such as angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Based on the imagery provided with the complaints tortuosity and calcification are present in patient¿s access vessel. Based on the available information, the exact root cause could not be determined at this time. However, it is likely that the aforementioned patient and/or procedural factors may have contributed to the reported complaint event. The complaint of ¿balloon torn, delivery system ¿ kinked, bent, and delivery system ¿ insertion difficulty through sheath¿ were confirmed, but no manufacturing nonconformance were identified. No labeling or IFU inadequacies have been identified and review of the complaint history did not reveal that the occurrence rate exceeds the january 2017 control limits for the trend categories ¿damaged, kinked, bent, and resistance between devices¿. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and determined that the relevant work orders did not reveal any issues that could have contributed to the complaint event. A lot history review was performed and did not reveal other similar complaints related to: balloon ¿ torn, delivery system ¿ kinked, bent, delivery system ¿ insertion difficulty through sheath. A review of the complaint history reveals that the occurrence rates did not exceed the january 2017 control limits for the trend category of ¿damaged¿, ¿kinked, bent¿, and ¿resistance between devices¿ for the commander delivery system. No instructions for use (IFU) or training deficiencies were identified. During manufacturing, the commander balloon components and assembled delivery system underwent the following inspections: · crimp balloon underwent 100% balloon dimensional inspection. · the inflation balloon underwent 100% balloon dimensional inspection. During the pleat and fold process, the inflation balloon was visually inspected for scratches and distortion/ pinched folds. Distorted/ pinched folds were inspected again in final inspection. The fully assembled commander delivery system was 100% inspected by both manufacturing and quality . · the commander delivery system was leak tested to ensure no holes or leaks in the inflation lumen for the balloon. Post leak test, the balloon covers and inflation balloon were also 100% inspected for any damage. Furthermore, the manufacturing lot underwent product verification (pv) testing on a sampling plan. Visual inspection was conducted prior to functional testing for physical defects such as kinks, cracks, missing or loose components. All units evaluated for this work order passed testing. During manufacturing, the flex shaft was 100% visually inspected and met specs. These inspections make it unlikely that a defect present in manufacturing contributed to the complaints. Due to the device not being returned for evaluation, the complaints of ¿balloon ¿ torn, delivery system ¿ kinked, bent, and delivery system ¿ insertion difficulty through sheath¿ were unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented. One of the identified root causes is as follows: if the physician performed the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. As noted, if the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Kinks were most likely attributed to procedural factors as there was insertion difficulty experienced through sheath. The complaint description mentioned that, ¿slight difficulty advancing through the 16f esheath, push catheter looked kinked on the distal end just before deployment¿ indicating extra force was being applied to overcome the resistance. This additional force most likely resulting in the kinks observed. As stated in the training material push force required during delivery system insertion through sheath can vary due to various patient/procedural factors such as angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Based on the imagery provided with the complaints tortuosity and calcification are present in patient¿s access vessel. Based on the available information, the exact root cause could not be determined at this time. However, it is likely that the aforementioned patient and/or procedural factors may have contributed to the reported complaint event. Due to the device not being returned for evaluation, the complaint of ¿balloon torn, delivery system ¿ kinked, bent, and delivery system ¿ insertion difficulty through sheath¿ were unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. No labeling or IFU inadequacies have been identified and review of the complaint history did not reveal that the occurrence rate exceeds the january 2017 control limits for the trend categories ¿damaged, kinked, bent, and resistance between devices¿. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
The device was returned for evaluation. Investigation is underway.